Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The sheath tubing is bent in several spots. One of the electrodes is ruptured out - glue is present - the laser weld is broken. Broken surface shows no discoloration, which indicates a fresh break. There are several cuts in the insulation along the sheath. The instrument shows several damages, which isolated would have been justification to take the instrument out of service by regular inspection. Due to the broken laser weld and the presence of glue, which sticks to the carrier, the electrode, must have ruptures out with a decent amount of force. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was an event with a gordts/campo suction-/irrigation cannula. According to the information received, during the operation, they found a tip stainless part of 37370gc was broken. And also they found the remnants by x-ray inspection after operation. No further information available.